Event description:
The customer called to report that she was hospitalized with a low blood glucose reading of 26 mg/dl. The customer was convulsing, and had stopped breathing prior to the event. The customer's husband called the paramedics, and the customer was treated. Hours later, the customer experienced low blood glucose levels again, and the customer was taken to the hospital at that point. Troubleshooting was performed, and the time was not programmed correctly due to an alarm that the customer had received prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.